Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once a day, ongoing) and heparin injection (0.5 ml per bag, ongoing) for the event. A day after the event onset, abdominal pain was resolved. At the time of this report, the patient has recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.